Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported several peritoneal dialysis patients experienced unspecified connection issues with the minicap and the transfer set which resulted in transfer set changes and prophylactic antibiotic usage. The nurse reported they were not sure if it was ¿an actual mini-cap issue or if it was due to the patient¿s not screwing the mini-caps on tightly¿. To resolve the issue, the minicaps are being replaced with new units (different lot numbers). No further medical intervention was reported for this event. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: additional information: the lot was manufactured between 10/17/2018-10/24/2018 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.